Event description:
It was reported that high impedance and migration were observed on the right lead of the spinal cord stimulator (scs) system, imaging was performed to confirm migration. Programming was performed and was able to capture the areas of pain and provide adequate stimulation. It was later noted that impedances were also noted on the left lead, programming was again performed, and it was abele to cover the pain areas. The patient then noted experiencing extended charging times and inadequate stimulation. The patient underwent a procedure in which the leads and a clik anchor were replaced. During the procedure it was noted that the ipg could not be charged, and communication error messages were received. The physician decided to replace the ipg during the procedure. The patient is doing well post operatively. It was also comfirmed that electrocautery was utilized during the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: infinion cx upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7081262. Product family: wavewriter alpha. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 556375. Sc-2317-70; 7081235: the device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-70 7081262: the lead was returned, analyzed, and visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location, the lead became kinked after it exited the clik x anchor resulting in the reported complaint. Sc-1232 sn: (B)(6): the ipg passed visual inspection. However, it was unable to be recharged after three four-hour charge cycles. It was cut open and the device exhibited high sleep current (44.3ma). Electrical testing revealed a low vh resistance measurement (42 ohms), which indicates an electrical short within the application-specific integrated circuit (asic). The damaged asic resulted in the premature battery depletion post lead replacement/revision procedure. This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. A labeling review was performed on the leads and ipg instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and the following medical therapies or procedures may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device electrocautery . Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. As it was confirmed that electrocautery was used during the procedure. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion of unintended use error caused or contributed to event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: infinion cx. Upn: m365sc2317700. Model: sc-2317-70 serial: (B)(6). Batch: 7081262. Product family: wavewriter alpha. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 556375.

Event description:
It was reported that high impedance and migration were observed on the right lead of the spinal cord stimulator (scs) system, imaging was performed to confirm migration. Programming was performed and was able to capture the areas of pain and provide adequate stimulation. It was later noted that impedances were also noted on the left lead, programming was again performed, and it was able to cover the pain areas. The patient then noted experiencing extended charging times and inadequate stimulation. The patient underwent a procedure in which the leads and a clik anchor were replaced. During the procedure it was noted that the ipg could not be charged, and communication error messages were received. The physician decided to replace the ipg during the procedure. The patient is doing well post operatively.